Event description:
When the urologist was pressing hard on the kidney stone, the laser fiber of the boston scientific flexiva high power single-use laser fiber broke inside the patient. The broken piece was retrieved without difficulty. A new laser fiber was readily available and used for rest of the case which proceeded without incident.